Event description:
Procedure type: craniotomy. According to the reporter: rancho surgeon was using above product in the operating room on (B)(6) 2013. After the surgeon finished suturing, the needle and thread were pulled apart (breakaway needle). The needle holder was observed with the needle cut in half. The thread did not have the other half of the needle. The patient had skull x-ray which did not show the broken needle or foreign body.

Manufacturer narrative:
(B)(4).